Event description:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("pain in the abdomen/ constant pain/ the pain passed from stubbing to constant dull pain") and pyelitis ("suspected pyelitis") in a female patient who had essure inserted for sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included stroke in 2011. After the stroke, she was paralyzed and had to sit in a wheelchair for a period of time. However, after two years of rehabilitation she was able to start working full time again. In 2015, the patient had essure inserted. In 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and back pain ("pain in the lumbar part of the back"). In 2017, the patient experienced pyelitis (seriousness criterion medically significant) with pyrexia. In 2018, the patient experienced rash generalised ("itchy rash all over the body, disappeared with allergy medicine, no cause was found"). In (B)(6) 2018, the patient experienced disease recurrence ("she got exactly the same symptoms as last time in (B)(6) 2017, no cause found"). On an unknown date, the patient experienced menometrorrhagia ("has profuse irregular menstruations / profuse bleeding"), headache ("headache"), arthralgia ("everyday life is characterized today by intense dull joint pain"), dizziness ("feel totally dizzy sometimes"), malaise ("I'm sick 24 hours a day"), anxiety ("this is mentally strenuous (worried about being chronically ill)") and feeling abnormal ("it feels like having a ticking bomb in the body"). The patient was treated with allergy medication, antibiotics, antiinflammatory agents and surgery (essure withdrawal with uterus and fallopian tube removal planned in 8 months). At the time of the report, the abdominal pain, back pain, menometrorrhagia, headache, arthralgia, dizziness, malaise, anxiety and feeling abnormal had not resolved, the pyelitis and rash generalised had resolved and the disease recurrence outcome was unknown. The reporter considered abdominal pain, anxiety, arthralgia, back pain, disease recurrence, dizziness, feeling abnormal, headache, malaise, menometrorrhagia, pyelitis and rash generalised to be related to essure. The reporter commented: the device insertion itself went very well and the doctor was very good, she did not feel anything afterwards. She takes anti-inflammatory medicine and eats medicine against her profuse bleeding. After (B)(6) [2018], she began to think if everything could be connected to the devices. She met the same doctor who inserted the implant and now she waits for surgery to remove the uterus and fallopian tubes, but it is unclear when the surgery can be performed, has to wait for 8 months to have it withdrawn. She has to take care of her health after the stroke but has canceled her physiotherapist's visits because the movements hurt too much. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: she has normal metabolism and that she is not in menopause. Physical examination - in 2018: they investigated the stomach, the lower abdomen, the urine bladder, the kidneys and the liver but found nothing, everything was without remark. Red blood cell sedimentation rate - in 2017: 180 (elevated, ref. 8). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ("pain in the abdomen/ constant pain/ the pain passed from stubbing to constant dull pain"), pyelitis ("suspected pyelitis ") and pyelonephritis ("several of suspected pyelonephritis with fever and chills") in a 41-year-old female patient who had essure (batch no. C38216) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included stroke in 2011. After the stroke, she has sequelae in form of decreased function in one foot. She was paralyzed and had to sit in a wheelchair for a period of time. However, after two years of rehabilitation she was able to start working full time again. Never performed surgery in abdomen. Gynecological anamnesis: I-para, pn vulva, vagina, portio examined ongoing menstruation. Bimanual palpitation; uterus freely moving. Myomatous converted but not very enlarged. Have difficulties to decide size due to adiposity. Previously administered products included for an unreported indication: esmya. Concurrent conditions included leiomyoma nos, non-smoker and overweight. Concomitant products included ibuprofen (ipren), ketoprofen (orudis) and tranexamic acid. In 2015, the patient had essure inserted. In 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and back pain ("pain in the lumbar part of the back"). In 2016, the patient experienced dysmenorrhoea ("painful menstruation"), allergy to metals ("nickel allergy"), adnexa uteri pain ("no sexual intercourse because of pain in vagina, specially fallopian tubes"), vulvovaginal pain ("pain in vagina"), malaise ("I'm sick 24 hours a day / is not feeling well at all"), inflammation ("inflammation in the body"), alopecia ("hair loss"), fatigue ("tiredness") and pain in extremity ("pain in feet") and was found to have weight increased ("weight gain") and red blood cell sedimentation rate increased ("increased erythrocyte sedimentation rate"). In 2017, the patient experienced pyelitis (seriousness criterion medically significant) with pyrexia. In 2018, the patient experienced rash generalised ("itchy rash all over the body, disappeared with allergy medicine, no cause was found"). In (B)(6) 2018, the patient experienced disease recurrence ("she got exactly the same symptoms as last time in summer 2017, no cause found"). In (B)(6) 2019, the patient experienced procedural pain ("five weeks since the essure removal surgery was experiencing surgery pain"). On an unknown date, the patient experienced pyelonephritis (seriousness criterion medically significant) with pyrexia and chills, menometrorrhagia ("has profuse irregular menstruations / profuse bleeding"), headache ("headache"), arthralgia ("everyday life is characterized today by intense dull joint pain"), dizziness ("feel totally dizzy sometimes"), anxiety ("this is mentally strenuous (worried about being chronically ill)"), feeling abnormal ("it feels like having a ticking bomb in the body / the patient says she became another person after the procedure / something has happened to my body"), dyspareunia ("pain at intercourse"), abdominal pain lower ("is sore over the whole lower part of abdomen"), cyst ("cyst/tumour, not specified, largest diameter 2 cm, localization outside ovary, not ruptured"), adenomyosis ("adenomyosis") and depressed mood ("depressed mood") and was found to have uterine leiomyoma ("uterus myomatous"). The patient was treated with allergy medication, antibiotics, antiinflammatory agents, local anesthetics and surgery (hysterectomy with salpingectomy). Essure was removed on (B)(6) 2019. In 2019, the headache had resolved. At the time of the report, the abdominal pain, pyelitis, menometrorrhagia, rash generalised and arthralgia had resolved, the pyelonephritis, back pain, dysmenorrhoea, allergy to metals, adnexa uteri pain, vulvovaginal pain, dizziness, malaise, disease recurrence, anxiety, feeling abnormal, inflammation, weight increased, alopecia, red blood cell sedimentation rate increased, fatigue, pain in extremity, dyspareunia, abdominal pain lower, cyst, uterine leiomyoma, adenomyosis and depressed mood outcome was unknown and the procedural pain had not resolved. The reporter provided no causality assessment for abdominal pain lower, adenomyosis, adnexa uteri pain, allergy to metals, alopecia, cyst, depressed mood, dysmenorrhoea, dyspareunia, fatigue, pain in extremity, procedural pain, pyelonephritis, red blood cell sedimentation rate increased, uterine leiomyoma, vulvovaginal pain and weight increased with essure. The reporter considered abdominal pain, anxiety, arthralgia, back pain, disease recurrence, dizziness, feeling abnormal, headache, inflammation, malaise, menometrorrhagia, pyelitis and rash generalised to be related to essure. The reporter commented: the device insertion itself went very well and the doctor was very good, she did not feel anything afterwards. Follow up control without remarks. The procedure totally without complications and the patient was satisfied at the follow up visit. She was taking unspecified drug for profuse bleeding. After the summer [2018], she began to think if everything could be connected to the devices. Five weeks since the essure removal surgery was experiencing surgery pain but it cannot be compared to the pain she had before. On (B)(6) 2019 complete hysterectomy and salpingectomy bilateral was performed. Fornix presenter is used. Insufflation with veress injection needle. Ovaries bilateral and tubes bilateral without remarks. Uterus weight 193 g. Uncomplicated surgery. The essure coils have been located totally without remarks in the tubes and are hardly visible from the outside of uterus. No signs of inflammation around the tubal passages. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: she has normal metabolism and that she is not in menopause. Physical examination - in 2018: they investigated the stomach, the lower abdomen, the urine bladder, the kidneys and the liver but found nothing, everything was without remark. Red blood cell sedimentation rate - in 2017: 180 (elevated, ref. 8). Ultrasound scan - on an unknown date: uterus with mucous membrane which is difficult to define, ongoing menstruation. Right ovary examined without remarks. Left with one leading follicle around 20 mm. Uterus largest measure measures 6 cm. Lots of myoma shadows. Looks like it begins from a larger myoma that is situated in the back wall.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-may-2019: new reporters added. Copy of medical history received. Myoma, non-smoker, moderate overweight added as concomitant condition and esmya as historical drug; concomitant drugs (cykloapron, ipren, orudis) added; local anesthetics added as treatment; new events several of suspected pyelonephritis with fever and chills, sore over the whole lower part of abdomen, cyst/tumour not specified, largest diameter 2 cm, localization outside ovary, not ruptured, uterus myomatous, adenomyosis, leiomyoma, depressed mood; ultrasound was performed; essure insertion and removal details provided. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("pain in the abdomen/ constant pain/ the pain passed from stubbing to constant dull pain") and pyelitis ("suspected pyelitis") in a 41-year-old female patient who had essure (batch no. C38216) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included stroke in 2011. After the stroke, she was paralyzed and had to sit in a wheelchair for a period of time. However, after two years of rehabilitation she was able to start working full time again. In 2015, the patient had essure inserted. In 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and back pain ("pain in the lumbar part of the back"). In 2016, the patient experienced inflammation ("inflammation in the body"), allergy to metals ("nickel allergy"), dysmenorrhoea ("painful menstruation"), alopecia ("hair loss"), vulvovaginal pain ("pain in vagina"), fatigue ("tiredness"), pain in extremity ("pain in feet") and adnexa uteri pain ("no sexual intercourse because of pain in vagina, specially fallopian tubes") and was found to have weight increased ("weight gain") and red blood cell sedimentation rate increased ("increased erythrocyte sedimentation rate"). In 2017, the patient experienced pyelitis (seriousness criterion medically significant) with pyrexia. In 2018, the patient experienced rash generalised ("itchy rash all over the body, disappeared with allergy medicine, no cause was found"). In (B)(6) 2018, the patient experienced disease recurrence ("she got exactly the same symptoms as last time in summer 2017, no cause found"). On an unknown date, the patient experienced menometrorrhagia ("has profuse irregular menstruations / profuse bleeding"), headache ("headache"), arthralgia ("everyday life is characterized today by intense dull joint pain"), dizziness ("feel totally dizzy sometimes"), malaise ("I'm sick 24 hours a day / is not feeling well at all"), anxiety ("this is mentally strenuous (worried about being chronically ill)") and feeling abnormal ("it feels like having a ticking bomb in the body / the patient says she became another person after the procedure / something has happened to my body"). The patient was treated with allergy medication, antibiotics, antiinflammatory agents and surgery (hysterectomy with salpingectomy). Essure was removed in (B)(6) 2019. At the time of the report, the abdominal pain, back pain, menometrorrhagia, headache, arthralgia, dizziness, anxiety and feeling abnormal had not resolved, the pyelitis and rash generalised had resolved and the malaise, disease recurrence, inflammation, allergy to metals, dysmenorrhoea, weight increased, alopecia, vulvovaginal pain, red blood cell sedimentation rate increased, fatigue, pain in extremity and adnexa uteri pain outcome was unknown. The reporter provided no causality assessment for adnexa uteri pain, allergy to metals, alopecia, dysmenorrhoea, fatigue, pain in extremity, red blood cell sedimentation rate increased, vulvovaginal pain and weight increased with essure. The reporter considered abdominal pain, anxiety, arthralgia, back pain, disease recurrence, dizziness, feeling abnormal, headache, inflammation, malaise, menometrorrhagia, pyelitis and rash generalised to be related to essure. The reporter commented: the device insertion itself went very well and the doctor was very good, she did not feel anything afterwards. She was taking unspecified drug for profuse bleeding. After the summer [2018], she began to think if everything could be connected to the devices. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: she has normal metabolism and that she is not in menopause. Physical examination - in 2018: they investigated the stomach, the lower abdomen, the urine bladder, the kidneys and the liver but found nothing, everything was without remark. Red blood cell sedimentation rate - in 2017: 180 (elevated, ref. 8). Most recent follow-up information incorporated above includes: on 1-feb-2019: report from the consumer - consumer¿s demographic data update; essure lot number (c38216); onset date of previous reported adverse event inflammation in the body (2016); new adverse events (nickel allergy, painful menstruation, weight gain, hair loss, pain in vagina, increased erythrocyte sedimentation rate, tiredness, pain in feet and no sexual intercourse because of pain in vagina, specially fallopian tubes); and essure removal date and method (hysterectomy with salpingectomy in (B)(6) 2019). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ("pain in the abdomen/ constant pain/ the pain passed from stubbing to constant dull pain"), pyelitis ("suspected pyelitis") and pyelonephritis ("several of suspected pyelonephritis with fever and chills") in a 41-year-old female patient who had essure (batch no. C38216) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included stroke in 2011. After the stroke, she has sequelae in form of decreased function in one foot. She was paralyzed and had to sit in a wheelchair for a period of time. However, after two years of rehabilitation she was able to start working full time again. Never performed surgery in abdomen. Gynecological anamnesis: I-para, pn vulva, vagina, portio examined ongoing menstruation. Bimanual palpitation; uterus freely moving. Myomatous converted but not very enlarged. Have difficulties to decide size due to adiposity. Previously administered products included for an unreported indication: esmya. Concurrent conditions included leiomyoma nos, non-smoker and overweight. Concomitant products included ibuprofen (ipren), ketoprofen (orudis) and tranexamic acid. In 2015, the patient had essure inserted. In 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and back pain ("pain in the lumbar part of the back"). In 2016, the patient experienced dysmenorrhoea ("painful menstruation"), allergy to metals ("nickel allergy"), adnexa uteri pain ("no sexual intercourse because of pain in vagina, specially fallopian tubes"), vulvovaginal pain ("pain in vagina"), malaise ("I'm sick 24 hours a day / is not feeling well at all"), inflammation ("inflammation in the body"), alopecia ("hair loss"), fatigue ("tiredness") and pain in extremity ("pain in feet") and was found to have weight increased ("weight gain") and red blood cell sedimentation rate increased ("increased erythrocyte sedimentation rate"). In 2017, the patient experienced pyelitis (seriousness criterion medically significant) with pyrexia. In 2018, the patient experienced rash generalised ("itchy rash all over the body, disappeared with allergy medicine, no cause was found"). In august 2018, the patient experienced disease recurrence ("she got exactly the same symptoms as last time in summer 2017, no cause found"). In (B)(6) 2019, the patient experienced procedural pain ("five weeks since the essure removal surgery was experiencing surgery pain"). On an unknown date, the patient experienced pyelonephritis (seriousness criterion medically significant) with pyrexia, menometrorrhagia ("has profuse irregular menstruations / profuse bleeding"), headache ("headache"), arthralgia ("everyday life is characterized today by intense dull joint pain"), dizziness ("feel totally dizzy sometimes"), anxiety ("this is mentally strenuous (worried about being chronically ill)"), feeling abnormal ("it feels like having a ticking bomb in the body / the patient says she became another person after the procedure / something has happened to my body"), dyspareunia ("pain at intercourse"), abdominal pain lower ("is sore over the whole lower part of abdomen"), cyst ("cyst/tumour, not specified, largest diameter 2 cm, localization outside ovary, not ruptured"), adenomyosis ("adenomyosis") and depressed mood ("depressed mood") and was found to have neoplasm ("cyst/tumour, not specified, largest diameter 2 cm, localization outside ovary, not ruptured") and uterine leiomyoma ("uterus myomatous"). The patient was treated with allergy medication, antibiotics, antiinflammatory agents, local anesthetics and surgery (hysterectomy with salpingectomy). Essure was removed on (B)(6) 2019. In 2019, the headache had resolved. At the time of the report, the abdominal pain, pyelitis, menometrorrhagia, rash generalised and arthralgia had resolved, the pyelonephritis, back pain, dysmenorrhoea, allergy to metals, adnexa uteri pain, vulvovaginal pain, dizziness, malaise, disease recurrence, anxiety, feeling abnormal, inflammation, weight increased, alopecia, red blood cell sedimentation rate increased, fatigue, pain in extremity, dyspareunia, abdominal pain lower, cyst, neoplasm, uterine leiomyoma, adenomyosis and depressed mood outcome was unknown and the procedural pain had not resolved. The reporter provided no causality assessment for abdominal pain lower, adenomyosis, adnexa uteri pain, allergy to metals, alopecia, cyst, depressed mood, dysmenorrhoea, dyspareunia, fatigue, neoplasm, pain in extremity, procedural pain, pyelonephritis, red blood cell sedimentation rate increased, uterine leiomyoma, vulvovaginal pain and weight increased with essure. The reporter considered abdominal pain, anxiety, arthralgia, back pain, disease recurrence, dizziness, feeling abnormal, headache, inflammation, malaise, menometrorrhagia, pyelitis and rash generalised to be related to essure. The reporter commented: the device insertion itself went very well and the doctor was very good, she did not feel anything afterwards. Follow up control without remarks. The procedure totally without complications and the patient was satisfied at the follow up visit. She was taking unspecified drug for profuse bleeding. After the summer [2018], she began to think if everything could be connected to the devices. Five weeks since the essure removal surgery was experiencing surgery pain but it cannot be compared to the pain she had before. On (B)(6) 2019 complete hysterectomy and salpingectomy bilateral was performed. Fornix presenter is used. Insufflation with veress injection needle. Ovaries bilateral and tubes bilateral without remarks. Uterus weight 193 g. Uncomplicated surgery. The essure coils have been located totally without remarks in the tubes and are hardly visible from the outside of uterus. No signs of inflammation around the tubal passages. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: she has normal metabolism and that she is not in menopause. Physical examination - in 2018: they investigated the stomach, the lower abdomen, the urine bladder, the kidneys and the liver but found nothing, everything was without remark. Red blood cell sedimentation rate - in 2017: 180 (elevated, ref. 8). Ultrasound scan - on an unknown date: uterus with mucous membrane which is difficult to define, ongoing menstruation. Right ovary examined without remarks. Left with one leading follicle around 20 mm. Uterus largest measure measures 6 cm. Lots of myoma shadows. Looks like it begins from a larger myoma that is situated in the back wall. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("pain in the abdomen/ constant pain/ the pain passed from stubbing to constant dull pain") and pyelitis ("suspected pyelitis") in a female patient who had essure inserted for sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included stroke in 2011. After the stroke, she was paralyzed and had to sit in a wheelchair for a period of time. However, after two years of rehabilitation she was able to start working full time again. In 2015, the patient had essure inserted. In 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and back pain ("pain in the lumbar part of the back"). In 2017, the patient experienced pyelitis (seriousness criterion medically significant) with pyrexia. In 2018, the patient experienced rash generalised ("itchy rash all over the body, disappeared with allergy medicine, no cause was found"). In (B)(6) 2018, the patient experienced disease recurrence ("she got exactly the same symptoms as last time in summer 2017, no cause found"). On an unknown date, the patient experienced menometrorrhagia ("has profuse irregular menstruations / profuse bleeding"), headache ("headache"), arthralgia ("everyday life is characterized today by intense dull joint pain"), dizziness ("feel totally dizzy sometimes"), malaise ("I'm sick 24 hours a day"), anxiety ("this is mentally strenuous (worried about being chronically ill)"), feeling abnormal ("it feels like having a ticking bomb in the body / the patient says she became another person after the procedure") and inflammation ("inflammation in the body"). The patient was treated with allergy medication, antibiotics, antiinflammatory agents and surgery (essure withdrawal with uterus and fallopian tube removal planned for (B)(6) 2019). At the time of the report, the abdominal pain, back pain, menometrorrhagia, headache, arthralgia, dizziness, anxiety and feeling abnormal had not resolved, the pyelitis and rash generalised had resolved and the malaise, disease recurrence and inflammation outcome was unknown. The reporter considered abdominal pain, anxiety, arthralgia, back pain, disease recurrence, dizziness, feeling abnormal, headache, inflammation, malaise, menometrorrhagia, pyelitis and rash generalised to be related to essure. The reporter commented: the device insertion itself went very well and the doctor was very good, she did not feel anything afterwards. She takes anti-inflammatory medicine and eats medicine against her profuse bleeding. After the summer [2018], she began to think if everything could be connected to the devices. The patient does not manage any longer to meet my friends. She wants to be alone. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: she has normal metabolism and that she is not in menopause. Physical examination - in 2018: they investigated the stomach, the lower abdomen, the urine bladder, the kidneys and the liver but found nothing, everything was without remark. Red blood cell sedimentation rate - in 2017: 180 (elevated, ref. 8). Most recent follow-up information incorporated above includes: on 21-dec-2018: additional information extracted from another local journal (lay press). The patient says she became another person after the procedure. The patient said she got inflammation in the body and does not manage any longer to meet my friends. I want to be alone.time for surgical removal of essure has been scheduled to january. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("pain in the abdomen/ constant pain/ the pain passed from stubbing to constant dull pain") and pyelitis ("suspected pyelitis") in a 41-year-old female patient who had essure (batch no. C38216) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included stroke in 2011. After the stroke, she was paralyzed and had to sit in a wheelchair for a period of time. However, after two years of rehabilitation she was able to start working full time again. In 2015, the patient had essure inserted. In 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and back pain ("pain in the lumbar part of the back"). In 2016, the patient experienced dysmenorrhoea ("painful menstruation"), allergy to metals ("nickel allergy"), adnexa uteri pain ("no sexual intercourse because of pain in vagina, specially fallopian tubes"), vulvovaginal pain ("pain in vagina"), malaise ("I'm sick 24 hours a day / is not feeling well at all"), inflammation ("inflammation in the body"), alopecia ("hair loss"), fatigue ("tiredness") and pain in extremity ("pain in feet") and was found to have weight increased ("weight gain") and red blood cell sedimentation rate increased ("increased erythrocyte sedimentation rate"). In 2017, the patient experienced pyelitis (seriousness criterion medically significant) with pyrexia. In 2018, the patient experienced rash generalised ("itchy rash all over the body, disappeared with allergy medicine, no cause was found"). In (B)(6) 2018, the patient experienced disease recurrence ("she got exactly the same symptoms as last time in summer 2017, no cause found"). On an unknown date, the patient experienced menometrorrhagia ("has profuse irregular menstruations / profuse bleeding"), headache ("headache"), arthralgia ("everyday life is characterized today by intense dull joint pain"), dizziness ("feel totally dizzy sometimes"), anxiety ("this is mentally strenuous (worried about being chronically ill)") and feeling abnormal ("it feels like having a ticking bomb in the body / the patient says she became another person after the procedure / something has happened to my body"). The patient was treated with allergy medication, antibiotics, antiinflammatory agents and surgery (hysterectomy with salpingectomy). Essure was removed in (B)(6) 2019. At the time of the report, the abdominal pain, back pain, dysmenorrhoea, allergy to metals, menometrorrhagia, adnexa uteri pain, vulvovaginal pain, headache, arthralgia, dizziness, malaise, disease recurrence, anxiety, feeling abnormal, inflammation, weight increased, alopecia, red blood cell sedimentation rate increased, fatigue and pain in extremity outcome was unknown and the pyelitis and rash generalised had resolved. The reporter provided no causality assessment for adnexa uteri pain, allergy to metals, alopecia, dysmenorrhoea, fatigue, pain in extremity, red blood cell sedimentation rate increased, vulvovaginal pain and weight increased with essure. The reporter considered abdominal pain, anxiety, arthralgia, back pain, disease recurrence, dizziness, feeling abnormal, headache, inflammation, malaise, menometrorrhagia, pyelitis and rash generalised to be related to essure. The reporter commented: the device insertion itself went very well and the doctor was very good, she did not feel anything afterwards. She was taking unspecified drug for profuse bleeding. After the summer [2018], she began to think if everything could be connected to the devices. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: she has normal metabolism and that she is not in menopause. Physical examination - in 2018: they investigated the stomach, the lower abdomen, the urine bladder, the kidneys and the liver but found nothing, everything was without remark. Red blood cell sedimentation rate - in 2017: 180 (elevated, ref. 8). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2019: quality-safety evaluation of ptc. Outcome of events after surgical removal of essure was updated to unknown. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("pain in the abdomen/ constant pain/ the pain passed from stubbing to constant dull pain") and pyelitis ("suspected pyelitis") in a 41-year-old female patient who had essure (batch no. C38216) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included stroke in 2011. After the stroke, she was paralyzed and had to sit in a wheelchair for a period of time. However, after two years of rehabilitation she was able to start working full time again. In 2015, the patient had essure inserted. In 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and back pain ("pain in the lumbar part of the back"). In 2016, the patient experienced dysmenorrhoea ("painful menstruation"), allergy to metals ("nickel allergy"), adnexa uteri pain ("no sexual intercourse because of pain in vagina, specially fallopian tubes"), vulvovaginal pain ("pain in vagina"), malaise ("I'm sick 24 hours a day / is not feeling well at all"), inflammation ("inflammation in the body"), alopecia ("hair loss"), fatigue ("tiredness") and pain in extremity ("pain in feet") and was found to have weight increased ("weight gain") and red blood cell sedimentation rate increased ("increased erythrocyte sedimentation rate"). In 2017, the patient experienced pyelitis (seriousness criterion medically significant) with pyrexia. In 2018, the patient experienced rash generalised ("itchy rash all over the body, disappeared with allergy medicine, no cause was found"). In (B)(6) 2018, the patient experienced disease recurrence ("she got exactly the same symptoms as last time in (B)(6) 2017, no cause found"). In (B)(6) 2019, the patient experienced procedural pain ("five weeks since the essure removal surgery was experiencing surgery pain"). On an unknown date, the patient experienced menometrorrhagia ("has profuse irregular menstruations / profuse bleeding"), headache ("headache"), arthralgia ("everyday life is characterized today by intense dull joint pain"), dizziness ("feel totally dizzy sometimes"), anxiety ("this is mentally strenuous (worried about being chronically ill)"), feeling abnormal ("it feels like having a ticking bomb in the body / the patient says she became another person after the procedure / something has happened to my body") and dyspareunia ("pain at intercourse"). The patient was treated with allergy medication, antibiotics, antiinflammatory agents and surgery (hysterectomy with salpingectomy). Essure was removed on (B)(6) 2019. In 2019, the headache had resolved. At the time of the report, the abdominal pain, pyelitis, menometrorrhagia, rash generalised and arthralgia had resolved, the back pain, dysmenorrhoea, allergy to metals, adnexa uteri pain, vulvovaginal pain, dizziness, malaise, disease recurrence, anxiety, feeling abnormal, inflammation, weight increased, alopecia, red blood cell sedimentation rate increased, fatigue, pain in extremity and dyspareunia outcome was unknown and the procedural pain had not resolved. The reporter provided no causality assessment for adnexa uteri pain, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, fatigue, pain in extremity, procedural pain, red blood cell sedimentation rate increased, vulvovaginal pain and weight increased with essure. The reporter considered abdominal pain, anxiety, arthralgia, back pain, disease recurrence, dizziness, feeling abnormal, headache, inflammation, malaise, menometrorrhagia, pyelitis and rash generalised to be related to essure. The reporter commented: the device insertion itself went very well and the doctor was very good, she did not feel anything afterwards. She was taking unspecified drug for profuse bleeding. After the (B)(6) 2018, she began to think if everything could be connected to the devices. Five weeks since the essure removal surgery was experiencing surgery pain but it cannot be compared to the pain she had before. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: she has normal metabolism and that she is not in menopause. Physical examination - in 2018: they investigated the stomach, the lower abdomen, the urine bladder, the kidneys and the liver but found nothing, everything was without remark. Red blood cell sedimentation rate - in 2017: 180 (elevated, ref. 8). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-mar-2019: event pain at intercourse added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("pain in the abdomen/ constant pain/ the pain passed from stubbing to constant dull pain") and pyelitis ("suspected pyelitis") in a 41-year-old female patient who had essure (batch no: c38216) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included stroke in 2011. After the stroke, she was paralyzed and had to sit in a wheelchair for a period of time. However, after two years of rehabilitation she was able to start working full time again. In 2015, the patient had essure inserted. In 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and back pain ("pain in the lumbar part of the back"). In 2016, the patient experienced dysmenorrhoea ("painful menstruation"), allergy to metals ("nickel allergy"), adnexa uteri pain ("no sexual intercourse because of pain in vagina, specially fallopian tubes"), vulvovaginal pain ("pain in vagina"), malaise ("I'm sick 24 hours a day / is not feeling well at all"), inflammation ("inflammation in the body"), alopecia ("hair loss"), fatigue ("tiredness") and pain in extremity ("pain in feet") and was found to have weight increased ("weight gain") and red blood cell sedimentation rate increased ("increased erythrocyte sedimentation rate"). In 2017, the patient experienced pyelitis (seriousness criterion medically significant) with pyrexia. In 2018, the patient experienced rash generalised ("itchy rash all over the body, disappeared with allergy medicine, no cause was found"). In august 2018, the patient experienced disease recurrence ("she got exactly the same symptoms as last time in summer 2017, no cause found"). In january 2019, the patient experienced procedural pain ("five weeks since the essure removal surgery was experiencing surgery pain"). On an unknown date, the patient experienced menometrorrhagia ("has profuse irregular menstruations / profuse bleeding"), headache ("headache"), arthralgia ("everyday life is characterized today by intense dull joint pain"), dizziness ("feel totally dizzy sometimes"), anxiety ("this is mentally strenuous (worried about being chronically ill)") and feeling abnormal ("it feels like having a ticking bomb in the body / the patient says she became another person after the procedure / something has happened to my body"). The patient was treated with allergy medication, antibiotics, antiinflammatory agents and surgery (hysterectomy with salpingectomy). Essure was removed on (B)(6) 2019. In 2019, the headache had resolved. At the time of the report, the abdominal pain, pyelitis, menometrorrhagia, rash generalised and arthralgia had resolved, the back pain, dysmenorrhoea, allergy to metals, adnexa uteri pain, vulvovaginal pain, dizziness, malaise, disease recurrence, anxiety, feeling abnormal, inflammation, weight increased, alopecia, red blood cell sedimentation rate increased, fatigue and pain in extremity outcome was unknown and the procedural pain had not resolved. The reporter provided no causality assessment for adnexa uteri pain, allergy to metals, alopecia, dysmenorrhoea, fatigue, pain in extremity, procedural pain, red blood cell sedimentation rate increased, vulvovaginal pain and weight increased with essure. The reporter considered abdominal pain, anxiety, arthralgia, back pain, disease recurrence, dizziness, feeling abnormal, headache, inflammation, malaise, menometrorrhagia, pyelitis and rash generalised to be related to essure. The reporter commented: the device insertion itself went very well and the doctor was very good, she did not feel anything afterwards. She was taking unspecified drug for profuse bleeding. After the summer [2018], she began to think if everything could be connected to the devices. Five weeks since the essure removal surgery was experiencing surgery pain but it cannot be compared to the pain she had before. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: she has normal metabolism and that she is not in menopause. Physical examination - in 2018: they investigated the stomach, the lower abdomen, the urine bladder, the kidneys and the liver but found nothing, everything was without remark. Red blood cell sedimentation rate - in 2017: 180 (elevated, ref. 8). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-feb-2019: essure was removed on (B)(6) 2019; the event procedural pain was added. Intense dull joint pain, pain in the abdomen, headache and profuse irregular menstruations) outcome were updated to recovered/resolved. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.